Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a diagnostic coronary catheterization, arteriotomy closure of the right common femoral artery was attempted with a starclose se device. Reportedly, as the clip applier was advanced into the exchange sheath; a locator wing flared out, stopping advancement. The clip applier was removed. Leaving the exchange sheath in the vessel, a second starclose se clip applier was successfully advanced into the exchange sheath and used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was in a partially deployed state. Initial thumb advancer and exchange sheath splitting occurred during plunger and locator wings deployment, as designed. The entire exchange sheath assembly was not returned, which limited the scope of the investigation. The exchange sheath cutter blade was bent upward away from the delivery tubeset at approximately a 90-degree angle and exhibited damage that is consistent with exchange sheath hub to cutter blade contact. The locator wings were found to be intact and undamaged without any detected flared out condition. The reported locator wing flared out was likely the cutter blade being bent from contact with the exchange sheath hub during the installation of the exchange sheath onto the starclose se clip applier preventing complete exchange sheath to device installation. However, because the exchange sheath was not returned with the starclose se device, contact between the exchange sheath hub and starclose se cutter blade could not be confirmed. Possible causes for a bent cutter blade are manufacturing and device preparation prior to use. During device preparation, handling of the device may have inadvertently bent the cutter blade due to contact with an unknown object(s). There are no anatomical issues that may cause a bent or damaged cutter blade as the cutter blade does not come in contact with the patient. Based on the investigation the likely cause for the reported experience and condition of the device was caused from incorrect operator deployment technique. However because the exchange sheath was not returned with the device, the likely cause can not be confirmed and is therefore undetermined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing met specification. A query of the complaint database for the lot revealed no previous incidents reported for a bent exchange sheath cutter blade. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. During manufacture, all of the lot is visually inspected twice for proper cutter blade orientation and absence of damage. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.